Event description:
The patient's lead and generator were replaced. High impedance was seen in pre-op device check. Per the surgeon the lead had stretched where the patient has grown and it was likely pulling on the nerve. The explanted products were discarded. No further relevant information has been received to date.

Event description:
The patient presented with low impedance. It was noted in clinic notes that the lead issue is likely due to the growth of the patient affecting the leads since it was implanted almost 20 years ago when the patient was 5 years. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.